Event description:
Customer states the 2nd and 3rd pins are lighter in color compared with the other pins and are not separated like the other pins (appear to be #melted together#). No evidence of burning reported and the device does not appear to be scorched. No adverse event reported. Requested return of suspect device and replacement was sent.